Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the system and a review of the logs. The anesthesia control board was replaced to resolve the reported issue.

Event description:
The hospital reported that the screen of the machine would display a red system malfunction message and prevent normal ventilation. There was no report of patient involvement.